Manufacturer narrative:
Investigation summary: mat: 364305. Lot: 1326312. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m tubes were underfilling. This issue occurred 5 times. The following information was provided by the initial reporter: "occurred on different patients. Half-full tubes on multiple tries with same needle."